Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/09/2015 with the following findings: on investigation, the alleged call service alarm issue was verified in the black box review of black box data found record of the reported occlusion alarm. The pump powered up to the verify screen with auditory and vibratory. No tactile issues were found with the buttons. The pump alarmed for motor rewind error and the rewind/load/prime sequence and a 24-hour basal exercise was not completed. The reported call service alarm was not duplicated. Unrelated to the complaint, the battery compartment was found to be cracked along the side and below the grip pad. Moisture intrusion was evident inside the battery compartment. Pump casing was opened and evidence of moisture intrusion was found on the motor connector wire.